Event description:
It was reported that a cartridge alarm occurred but customer was wearing the pump so this was not during loading nor insulin delivery.customer loaded a new cartridge however the cartridge alarm recurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.